Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty splitting the sheath was confirmed based on the returned device condition. The most probable cause for the difficult to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 5f sheath after angioplasty of a femoral-popliteal bypass graft. Reportedly, the sheath failed to split at the base of the starclose se device. The clip was deployed successfully but pinned the plastic sheath to the arteriotomy which required the clip to be removed and the wound explored to ensure no plastic was left behind. A 5-7 mm nick of the puncture site and blunt dissection of the tracted was performed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.